Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a non-device related surgery where electrocautery was used in the nose area, the patient experienced shocking and jolting sensations when the stimulation is turned on or off. In addition he experienced shaking in his arms and legs. Reprogramming was performed which initially helped with pain relief, however, he eventually experienced intermittent and undesired stimulation in non-target areas and over stimulation and uncomfortable sensations. Data base analysis revealed the battery discharge was observed and found no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The history counters show a reset value within a normal range. The impedance measurements were observed to be within a normal range. The ipg appears to be working as expected. However, the physician suspected that the ipg may have been damaged due to the electrocautery used during the nose procedure. Therefore, the patient underwent a revision procedure where the ipg was replaced. The patient was doing well post operatively.